Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reze0517 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - it was reported via phone call from sales representative, that an aspire insertion kit was punctured and had a hole in the packaging. The kit was not used and is available for evaluation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a punctured aspira tray was confirmed, and the cause of the damage appears to be use related. The implicated and returned product was an aspira peritoneal drainage catheter insertion tray. A breach was observed in the tyvek lid, which affected a 3cm x 1.5cm area of the tyvek material. The breach was located 3 cm from the top edge of the tyvek and 8 cm from the left edge of the tyvek. The breach consists of a curved tear with rough edges in the tyvek material. The tyvek points inward at the breach site and creases are observed in the tyvek material between ends of the tears. The tyvek was completely sealed around the tray flange. No gaps in the seal were identified. A review of the drawings shows that the aspira drainage catheter insertion tray is packaged tyvek-side down against a 5 pack dressing kit inside a cardbard shipper box. The tyvek side of the insertion tray was protected in transit from bard to the customer. There is no room inside the shipper box for a corner of the dressing kit case to puncture the tyvek lid in this location. During manufacturing, the product is 100% inspected for breaches in the sterile barrier. Based on this information, it is likely that the tyvek was damaged after the package was outside of bard¿s control. This type of damage can occur if an object is forced against the tyvek material. A smaller surface area initiating the puncture, such as the corner or edge of an object, could puncture the lid with less force than a blunted or larger rounded surface. The product IFU warns, ¿do not use if package is damaged.¿